Event description:
During an unknown procedure the tissue pad broke during use. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.